Event description:
I just read internet site http://www.FDA.gov/foi/warning_letters/g5564d.htm regarding products of braun medical and want to report a fatal case after using an intradyn tearaway sheath. We and braun melsungen ag are involved in a suit by the relatives of the pt's, and I studied your report with great interest. We used two intradyn tearaway f10- sheaths for the insertion of two (atrial and ventricular) pacemaker electrodes via the right subclavian vein in a female pt with symptomatic bradycardia. The operation was uneventful. However, about 2 hours later the pt developed severe hypotension. We found a large right intrapleural hemorrhagic effusion. Conservative treatment failed. During emergency surgery, small left side thoracotomy, the surgeon found a diffuse bleeding at the puncture site. Two attempts were made to stop the bleeding. However, the pt died of multiorgan failure on the following day. This event made us investigate all our equipment. Especially, we analyzed numerous new braun tearaway sheaths and verified severe damage at the tip of one out of two sheaths within one double-package. The tip of the sheaths were severely fragmented or even ruptured over up to about 5 mm. I can send photos. We still have three unopened packages to be used during the suit. We assume that the problem of the sheath caused a severe vascular damage and finally is responsible for the death of the pt. We reported this event to country authorities. In consequence, the product was worldwide withdrawn from the market. Braun destroyed all remaining sheaths.